Manufacturer narrative:
The insulin pump passed unexpected restart error test, self-test, off no power test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the bolus history screen and in the daily totals screen. The bolus wizard feature functioned properly per bolus wizard feature. No unexpected bolus anomalies or bolus wizard anomalies/active insulin anomalies noted during testing. No unexpected memory anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump was not displaying the amount of carbs that she programmed into the device. The mother reviewed the bolus history for the past few days and the recorded boluses are showing up as zero on the reports. The issue has occurred on and off for the past month, including for last night's dinner. No further details were provided. The insulin pump was returned for analysis and a replacement device was shipped to the customer.